Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? If a surgical intervention was attempted, please provide surgical/operation notes. On what date did the patient pass? What is physicians opinion as to the etiology of or contributing factors to this event? Was a cause of death reported within the medical record or described in an autopsy report? Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Will the actual product be returned? Are suture photos available? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a colorectal procedure on (B)(6) 2021 and suture was used for closure. Ten days following the procedure, the surgeon found the suture line to be thin and open around 1cm. Additionally, the suture appeared to change in color, from blue to golden yellow. The patient died on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Ans: cancer of descending colon patient underwent left hemicolectomy with colocolic anastamosis. What were current symptoms following the index surgical procedure? Onset date? Ans: no symptom initially change in drain colour noticed- it's soon followed by pain in left loin ( inside where anastomosis was made) other relevant patient history/concomitant medications? Ans: patient had diabetes & liver cirrhosis. What tissue type and location of the suture placement? Ans: tissue was colon. Made side to side colocolic anastamosis with echelon flex 60 but had closed the 1 cm hole of enterotomy site with pds 4-o what tissue dehisced? Ans: site of closure of enterotomy of colocolic anastamosis dehisced. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Ans: tissue was normal. How was the suture placed (interrupted or continuous)? Ans: interrupted one single layer. How was the suture tied (square knot or multiple knots one end)? Ans: square single , followed by multiple what date did the patient present with dehiscence (# post op days)? Ans: on post op day of 6 how was the dehiscence managed? If a surgical intervention was attempted, please provide surgical/operation notes. Ans: immediate re- exploration of abdomen. Anastomosis was disconnected. Peritoneal lavage was given. Hartmans procedure was done. (Colostomy was made of proximal segment & distal one closed primarily) on what date did the patient pass? Ans: on post op day 4 after 2 nd surgery what is physician¿s opinion as to the etiology of or contributing factors to this event? Opinion- sutures could not hold somehow, staple line of anastamosis was absolutely fine. It was the strength of sutures which gave away was a cause of death reported within the medical record or described in an autopsy report? Ans: autopsy not done. Cause of death septic shock following anastomotic leakage would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Ans: yes will the actual product be returned?. Ans: not returned. Are suture photos available? Ans: not available. Photo analysis summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that a foil packet appears to be closed of the product code: w9115 could be observed. The suture is not observed in the picture. H6 component code: g07002 - photograph related to the event.